Event description:
It was reported that mismarked sizing. Packaging sated one size but when opened, the catheters were a different size. Supposed to be coude tip and some were not. Not the entire box, mismatched in the box. Customer requested need wrong sized and shaped catheters replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), urological catheter. Visual inspection of the sample noted that the catheter was measuring to be 16 fr at eyelets and past eyelet. Also noted that the tip appears coude. This met specification per inspection procedure. No root cause could be found because the reported event was unconfirmed. A DHR was not required since the reported failure was unconfirmed. As the reported event was unconfirmed a labeling review was not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that mismarked sizing. Packaging sated one size but when opened, the catheters were a different size. Supposed to be coude tip and some were not. Not the entire box, mismatched in the box. Customer requested need wrong sized and shaped catheters replaced. Per follow up via email on 04mar2025, it was reported that customer received about 3 or 4 mis-sized catheters; each was one size larger (#18 instead of #16) but were identified in the packaging as the smaller size. Customer have not received any such mismarked catheters since. The catheters that had defective coude tips were the correct size but misshapen to the extent that the tips had a very minimal coude curve that was considerably shallower than normal, and therefore unusable. Customer have retained a couple of such catheters. They would add that they had also received several catheters whose length, instead of being straight, were s-shaped and/or twisted. However, none of these defects have appeared in their latest shipment. In no cases have been harmed or injured by catheters, only inconvenienced.